Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened escape and act button dome switch. No unlocked lcd keypad connector was noted. The pump was received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that two months ago the buttons stated to not work properly. The customer stated that the escape and act button have to be pressed really hard for it to work. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.